Event description:
The customer reported to olympus, the distal end of the evis exera iii colonovideoscope textile thread comes off, the bonding looks good but the inside of the thread appears. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign material resembling remains from previous procedures on the plastic distal end cover near the light guide lens adhesive. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the adhesive on the bending section cover had a visible thread. The device evaluation found foreign material resembling remains from previous procedures on the plastic distal end cover near the light guide lens adhesive. Additional findings include the following: water tightness was lost due to wear of the scope cover packing, the flexibility adjustment ring had a scratch, the scope cover was deformed, the grip had a scratch, the suction cylinder had no color, the scope connector case unit had a scratch, water tightness was lost due to a pinhole on the bending section cover, the insulation resistance value at the distal end did not meet the standard value due to a burn on the plastic distal end cover, the play of the up / down / right / left knobs were out of the standard value due to wear of the angle wire, the adhesive around the objective lens had a chip, the light guide lens had a crack, and the universal cord had a scratch. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained since reprocessing was not conducted properly due to leakage from the device. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.